Event description:
Hill-rom received a report from the account stating the right siderail end tube was broken. The bed was located at the account in cupp2. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to a broken end tube. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unknown if the facility performed any of the preventative maintenance on this bed. The technician replaced the end tube to resolve the issue based on this information, no further actions required.